Event description:
The micro catheter was used during an avm embolization procedure to deliver a liquid embolic agent. After waiting approximately 4 minutes, the physician "gave another push". There was some resistance to the push, and the catheter tip appeared to move forward. The marker band then appeared to twist. The catheter was difficult to remove, and the marker band came out of the catheter and remained in the pt.